Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The cable showed signs of physical abuse. The root cause for the open wire could not be positively identified, but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
The wife of a (B)(6) year old male patient called zoll customer support to report that the patient was receiving frequent check belt messages. The patient was issued a replacement electrode belt.